Manufacturer narrative:
F/u (B)(6) 2015: health care provider indicated that brand of insulin will be changed. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer noted that insulin was "coagulating". Reportedly, customer's blood glucose level was impacted. Customer reverted to manual insulin injections (apidra and lantus). Customer indicated that working conditions may be causing the insulin properties to change (working outdoors 80% of the day, with wide variation in temperature inside to outside several times per day).